Event description:
It was reported that during the procedure to stent the right carotid artery, in which an accunet device was also used, the patient developed baroreceptor mediatedbradycardia with hypotension, which was treated with atropinem, IV neosynephrine boluses, & dopamine. The patient experienced anginal chest discomfort, with known left main and rca disease. As intraortic balloon pump was placed. The decision was made to proceed to urgent CABG, which was successful. He also at that time underwent faciotomies to the left lower extremity for compartment syndrome and the iabp was removed. The patient was successfully extubated the following day.